Event description:
A customer reported experiencing a power source alert 07 while using the tandem charging cable and wall adaptor. The customer declined to specify if the issue affected their blood glucose level, leaving any impact unknown. The customer resolved the situation by plugging the charging cable into a wall adapter, which caused the pump to begin charging, and no further assistance was needed.